Event description:
It was reported that there were telemetry issues which were resolved, and a power on reset occurred. It was later reported that everything had been resolved. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.